Event description:
The customer reported being in the emergency room due to high blood glucose of 727mg/dl, and her blood glucose reading was treated with manual injections. The customer experienced symptoms of vomiting, blurred vision, frequent urination, and thirst. Troubleshooting was performed. The time, date, and bolus wizard were correct. The customer declined further testing. Advised the caller to contact her health care provider regarding her blood glucose. The tubing clamp was not available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.